Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and a drop in r-waves. A chest x-ray was performed, and it was discovered that the lead was dislodged. The lead was successfully repositioned. The patient was in stable condition.